Event description:
Customer reported experiencing alarm 2 followed by alarm 26 with issues related to occlusion events. There was no adverse impact to the customer¿s blood glucose level. To resolve the issues, the customer changed the infusion set and cartridge and resumed insulin use.